Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On approximately (B)(6) 2025, the patient was lying in bed at home when her children noticed something was wrong because she wasn¿t responding to them. Concerned, they called for help. Paramedics arrived and found her unconscious, suffering from severe hypoglycemia. Her blood sugar level was critically low at 28 mg/dl. She didn¿t recall hearing any alerts from her cgm at the time and a blood glucose meter reading was not checked. She was taken to the hospital where she was treated with intravenous glucose and given food to help stabilize her condition. No medications were administered during this event. The patient could not remember the cgm value prior to losing consciousness and she could not remember how long she remained unconscious. The patient mentioned that the receiver's speaker worked fine however she was uncertain if the receiver alerted and rang as she did not hear anything. The patient stayed in the hospital for 24 hours. At the time of the report, the patient was doing better. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.